Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition. No damage or deformities were identified with the components. The hemostasis sheath and locator were returned connected. Although the temp dot was found to have been triggered, it is likely that the device was exposed to higher temperatures during return transit to terumo. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected and did not disconnect when an external force was applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 45, arteriotomy locator - d3. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal did not click together. The blood loss was less than 250cc's. There was no patient injury and/or medical or surgical intervention required. Additional information was received 14feb2025: no injuries occurred; manual pressure was performed to achieve hemostasis. The procedure for the patient was an angiogram with right femoral access. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre- deployment angiogram was performed. The patient was stable post procedure. No concomitant medical products were used with the angio-seal. The arteriotomy locator would not click into valved sheath. The user did not succeed in mating the locator and hub i.e. Did the user successfully insert and lock the locator in the hub. There was no audible click on mating, or tactile feedback after mating. The user was unable to mate the locator with the hub after many tries. No mating occurred. The locator was too loose and failed to stay in place.